Event description:
Customer reported that pump declared alarm 20 during load process. There was no adverse impact to the customer's blood glucose level. Despite guidance from technical support in loading a new cartridge, the alarm recurred, preventing successful insulin therapy resumption. Technical support decided to replace pump, confirmed it was under warranty, and ensured customer had access to an alternate insulin delivery method using multiple daily injections. Customer was instructed on placing pump in storage mode and returning it via pre-paid label, acknowledging the instructions.